Event description:
Customer called to report that the coulter lh750 hematology analyzer was leaking diluent at pinch valve vl12b. No death or injury is attributed to this event and there was no change to patient treatment. No patient results were affected. The operator was wearing gloves, a lab coat, and a face shield at the time of the incident. There was no exposure to open wounds or mucous membranes and the operator did not seek medical attention. The field service engineer (fse) found a cut in the yellow stripe tubing at the pinch valve. The fse replaced the tubing. The instrument is performing within published specifications. The root cause is attributed to a cut in the yellow stripe tubing at vl12b.

Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).